Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had unspecified malfunction. The patient involvement and injury information were not specified.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11. Upon further review it was determined that the reported event involved only replacement of expired battery and safety disk. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.